Manufacturer narrative:
For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion: this report described injury associated with device, device material punctured leading to exposure to device contaminated with body fluid, needle cover defect and device leakage with the suspected device septoject in a female patient, in a context of accidental occupational exposure to product. Tests were performed on the returned samples; the defective impacted devices weren't returned for investigation. Furthermore, tests (visual and functional testing) were carried out on sofic retention samples and the returned samples in order to check the reported problem. All tested needles did comply with the specifications. No quality issue was detected on the products from this batch during testing. In the absence of defect during investigation and tests, the root cause of the reported issue could not be determined. In order to avoid any prick's risk during use, it is recommended to respect the IFU during device use. All specific warnings including recapping warning, instructions of use and cautions are listed in the IFU and delivered with the product to prevent any incident. Use error/abnormal use is consider. Results of the assessment: the risks are covered in the table (B)(4): use.(B)(4): the practitioner recaps manually the device and injures himself/herself by recapping the cannula - microbial/viral contamination of the device - user harm: local infection in case of a cannula stick injury. Device leakage is also covered in the risk table, however without further information on its possible root cause, no risk identification can be done. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): following the performed investigation, no specific root cause identified. All tested samples were compliant. Without product quality defect confirmed that could lead to the claimed incident and undetermined root cause, no specific corrective action will be implemented. Contrary to what was mentioned in the manufacturer's preliminary comments, the reported needle are part of ancien nature so not concerned by potential defect retrieved with the use of transparent polypropylene. Final comments from the manufacturer: following the performed investigation, no specific root cause identified. All tested samples were compliant. Use error/abnormal use is to consider. Without product quality defect confirmed that could lead to the claimed incident and undetermined root cause, no specific corrective action will be implemented.

Event description:
Spontaneous report from france. Local reference: (B)(4). Quality complaint was opened: references #: (B)(4). This initial non-serious case report was received on 19-jan-2024 from the dentist via quality department by email. Follow-up 1 was received on 05-jan-2024 from the dentist via quality department, follow-up 2 was received on 12-jan-2024 from the dentist via quality department and follow-up 3 was received on 12-feb-2024 from dentist via quality department. Follow-up 4 was received on 27-feb-2024 from the quality department. All information were processed together. Description of the incident (narrative): this report described injury associated with device, device material punctured leading to exposure to device contaminated with body fluid, needle cover defect and device leakage with the suspected device septoject in a female patient, in a context of accidental occupational exposure to product. No further information was available regarding the patient. On an unspecified date, the dentist reported tightness problem between the needle insert and the needle base. The problem has arisen since the body of the needle changed from blue to transparent. The dentist also reported hardness of the cap, she said that she pricked herself when putting the cap back on the tray. The needle went through the cap. It was reported that the incident happened after use in patient. Other information of product: septodont batch #f12134aa, expiration date 31-jan-2028 and f12133aa, expiration date 31-jan-2028 this case is serious as it retrieved the following seriousness criteria "other medically important condition" for pt exposure to contaminated device. Fup #3: received confirmation of patient involved, addition of event device fluid leak. Fup #4: received qir from quality department. Manufacturer's preliminary comments: based on the first information, the report described device leakage and injury associated with device, device material punctured and needle cover defect with the suspected device septoject leading to exposure to device contaminated with body fluid, in a female patient, in a context of accidental occupational exposure to product. No further information was available regarding the patient. The dentist reported hardness of the cap, she said that she pricked herself when putting the cap back on the tray. The needle went through the cap. Device leakage was also reported. Quality defect cannot be excluded as the issue was reported as occurring since the body of the needle was changed from blue to transparent. The transparent polypropylene was find to retract more which can sometimes result to a lower holding strength of caps on hubs. But it can also be a consequence of a mishandling of the device by the practitioner by not following the recap method recommended by the IFU or by applying too much force. Pending quality investigations and further information, no root cause can be identified and use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required. However, if the root cause is confirmed (change of the body of the needle from blue to transparent), an ongoing change in propylene resin should address the change with the new transparent needle hubs back to the way it was before.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information, the report described device leakage and injury associated with device, device material punctured and needle cover defect with the suspected device septoject leading to exposure to device contaminated with body fluid, in a female patient, in a context of accidental occupational exposure to product. No further information was available regarding the patient. The dentist reported hardness of the cap, she said that she pricked herself when putting the cap back on the tray. The needle went through the cap. Device leakage was also reported. Quality defect cannot be excluded as the issue was reported as occurring since the body of the needle was changed from blue to transparent. The transparent polypropylene was find to retract more which can sometimes result to a lower holding strength of caps on hubs. But it can also be a consequence of a mishandling of the device by the practitioner by not following the recap method recommended by the IFU or by applying too much force. Pending quality investigations and further information, no root cause can be identified and use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required. However, if the root cause of is confirmed (change of the body of the needle from blue to transparent), an ongoing change in propylene resin should address the change with the new transparent needle hubs back to the way it was before.

Event description:
Spontaneous report from france local reference: (B)(4). Quality complaint was opened: references #, (B)(4). This initial non-serious case report was received on 19-jan-2024 from the dentist via quality department by email. Follow-up 1 was received on 05-jan-2024 from the dentist via quality department, follow-up 2 was received on 12-jan-2024 from the dentist via quality department and follow-up 3 was received on 12-feb-2024 from dentist via quality department. Description of the incident (narrative): this report described injury associated with device, device material punctured leading to exposure to device contaminated with body fluid, needle cover defect and device leakage with the suspected device septoject in a female patient, in a context of accidental occupational exposure to product. No further information was available regarding the patient. On an unspecified date, the dentist reported sealing problem between the needle insert and the needle base. The problem has arisen since the body of the needle changed from blue to transparent. The dentist also reported hardness of the cap, she said that she pricked herself when putting the cap back on the tray. The needle went through the cap. It was reported that the incident happened after use in patient. Other information of product: septodont batch #f12134aa, expiration date 31-jan-2028 and f12133aa, expiration date 31-jan-2028. This case is serious as it retrieved the following seriousness criteria "other medically important condition" for pt exposure to contaminated device. Fup #1: no new informartion fup #2: new incidents reported fup #3: received confirmation of patient involved, addition of event device fluid leak manufacturer's preliminary comments: based on the first information, the report described device leakage and injury associated with device, device material punctured and needle cover defect with the suspected device septoject leading to exposure to device contaminated with body fluid, in a female patient, in a context of accidental occupational exposure to product. No further information was available regarding the patient. The dentist reported hardness of the cap, she said that she pricked herself when putting the cap back on the tray. The needle went through the cap. Device leakage was also reported. Quality defect cannot be excluded as the issue was reported as occurring since the body of the needle was changed from blue to transparent. The transparent polypropylene was find to retract more which can sometimes result to a lower holding strength of caps on hubs. But it can also be a consequence of a mishandling of the device by the practitioner by not following the recap method recommended by the IFU or by applying too much force. Pending quality investigations and further information, no root cause can be identified and use error/abnormal use cannot be excluded. Based on the preliminary analysis, pending quality investigation, no CAPA is required. However, if the root cause of is confirmed (change of the body of the needle from blue to transparent), an ongoing change in propylene resin should address the change with the new transparent needle hubs back to the way it was before.